Event description:
It was reported by the customer that a bd pyxis¿ es server message was not crossing from server to stations. The customer stated that they were unable to access the stations, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device involved in the incident, it was determined that no messages were flowing from the enterprise server to any of the stations. A technical support specialist dialed into the all in one server, ran a downtime query which showed no messages were being processed, confirmed that xml messages were being processed in real time, noted the server time as 10:40 pm, verified the carefusion coordination engine xml sent time as on (B)(6) 2025 at 22:40:00 and the last successfully processed xml time as on (B)(6) 2025 at 22:40:02 to resolve. The system functioned as intended after the technical support specialist troubleshot the device.